Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic, displayed intermittently image and stops transmitting when there are oscillations in the cable. There were no reports of patient harm.

Event description:
The issue occurred during laparoscopic lung resection procedure, which was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the image is not displayed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, it is likely that the fibre bonding in the outer tube area (distal end) was damaged due to component failure. Additionally, the image was not displayed due to a broken cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.